Event description:
It was reported that a pocket infection occurred. The implantable cardiac defibrillator was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 559453 implantable pacing lead implanted: 2009-(B)(6), 6944-65 implantable tachy lead implanted: 2009-(B)(6), 419488 implantable pacing lead implanted: 2009-(B)(6). (B)(4).